Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the connection to the load, the stapler did not fire. The handle got loose and did not fire. The stapler was replaced and the same load was fired normally. There was no patient injury.

Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Additional information. Evaluation summary: post market vigilance (pmv) led an evaluation of four endo gia ultra universal xl staplers. Visual inspection of the internal components for two of the staplers revealed sheared teeth on the firing rack at the initial firing rack site. Functional evaluation noted that the two staplers loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the body of each of the two staplers for visualization of the firing rack. Initial visual inspection of the third stapler showed no abnormalities. Further visual inspection of internal components of the third stapler revealed that the trigger pawl did not swing freely due to over-riveting. Functional evaluation of the third stapler noted that it did not clamp when loaded with a pmv representative reload. Visual inspection and functional evaluation of the fourth stapler noted no abnormalities associated with the reported condition. The root cause of the observed damage, the sheared teeth on the first two staplers, was it is likely that the products were not used as intended which may have caused or contributed to the reported incident. A review of the device history record for the four staplers indicates the products were released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the over-riveting observed with the third stapler was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.